Event description:
It stopped functioning during use. New handpiece obtained and surgery continued. On site rep notified on date of event.======================manufacturer response for curved shears, torque wrench, harmonic focus (per site reporter).======================rep aware on date of event. No response officially to date.